Manufacturer narrative:
The customer has opted to not return the unit for evaluation. The customer isolated the reported problem to the main pcb. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed problem.

Event description:
Covidien formerly tyco healthcare received a report from a biomedical engineer that the unit did not provide an audio intermittently. There was no patient harm reported.